Manufacturer narrative:
Findings: rf pic failed selftest alarm during self test due to faulty y1 on rfb. Pump had minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 13.0 mmol/l. The mother of the customer reported recurring failed self-test alarms from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.